Event description:
The user facility reported that a pt appeared nonresponsive during their scheduled hemodialysis treatment. The ultrafiltration (uf) was turned off, the pt was placed in the trendelenburg position and oxygen was given. Approx 400ml of normal saline solution was also administered. The pt's condition remained unchanged with vital signs of: blood pressure 146/66; heart rate 99; respirations even and un-labored (no rate given). At 14:02 hrs, the pt remained unresponsive but maintained stable vital signs. The emergency medical system was activated and the ambulance arrived at 14:06 hrs. The pt was diaphoretic at this time and remained unresponsive. The hemodialysis treatment had been discontinued and a total of 1500ml of normal saline given. The facility nurse manager stated that this is a known epileptic pt and this event was a seizure. The pt was taken to the emergency department, evaluated and then discharged to home. The pt returned for his next regularly scheduled hemodialysis in-center treatment w/o any issues and continues with his treatments in a stable condition.

Manufacturer narrative:
(B)(4). Following the event, the hemodialysis machine was removed from the treatment floor and evaluated by the facility biomed department and it was determined that the machine had failed of a functional check, undetermined failure. The hemodialysis machine (plant investigation) is currently under eval. A supplemental report will be submitted upon completion of the investigation.